Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2015-03088.

Event description:
Device 2 of 2, reference MFR. Report: 1627487-2015-03088.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: the complaint of ¿lead broken/fractured¿ was confirmed. There were multiple broken wires observed in the extension near the strain relief area. The broken wires were consistent with an in vivo overstress condition. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.